Event description:
Users reported experiencing pump stop during a case. In these cases there was no patient harm. Spectrum medical considers interuption to blood flow a reportable malfunction.

Manufacturer narrative:
In both cases summarised in this report, a lid mis-match error was found to be the cause of the pump stop. Users are trained on how to override the lid mismatch error when required. The fault occured on the same device ((B)(6)) on two seperate occasions.